Event description:
Caller reported a cartridge alarm incident. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support helped the caller load a new cartridge with the correct technique, and insulin therapy was successfully resumed.